Event description:
Device malfunction: difficult to deploy/inaccurate delivery. Time of malfunction: during procedure. Symptoms/ae: medical intervention. It was reported that during a stenting procedure in the carotid bifurcation, the rx acculink stent delivery system was positioned at the target lesion. On attempted stent deployment, the physician turned the safety lock 180 degrees, but the stent did not deploy. The safety lock was then turned 360 degrees to relock and unlock it again. During this time the stent deployed; however, the stent was misplaced and did not cover the entire lesion. A second acculink was implanted to fully cover the lesion. There was no adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
Incorrect use of the device, the device was received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.